Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display was dim and difficult to read in daylight. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/24/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/07/2014 with the following findings: during testing, the display was found to be dim and discolored. No battery cap was returned with the pump. A test cap was used for all testing and was able to fully secure to the pump. Unrelated to the complaint, evaluation revealed that the pump¿s audio tones were not functioning. The pump was opened and a failed electrical connection due to a cracked solder joint was found in the audible alarm circuit. A test cover was used and audible tones functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.